Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. .

Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture and high thresholds. Impedance was noted to be in the normal range of 495 ohms. The physician elected to implant a new rv lead into the higher septum. The old rv lead was electrically deactivated but remains implanted. No additional adverse patient effects were reported.